Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when they woke up the insulin pump had a blank display and had a constant beep. The customer¿s blood glucose level during the incident was 398 mg/dl. They removed and reinserted the battery. The display went back for a bit but then the insulin pump vibrated very hard. They then removed the battery and the insulin pump was without a battery for three days. Their blood glucose levels had been within the range of 300 mg/dl to 450 mg/dl since they were off the insulin pump. They had been using syringes to treat their blood glucose. Troubleshooting was performed on the insulin pump but the display did not return. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with currents in spec. No blank display. Lcd board passed testing. The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump passed self test. Vibrator works properly. No unexpected absence of alarm anomaly noted. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.